Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received 07 sep 2023 from a biomedical technician regarding a 43 year old female patient with a medical history including diabetes and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2023. Additional information was received on 08 sep 2023 from the home therapy nurse (htn) who stated the patient was treating alone at the time of the event, the cause of death has not been determined. Per the htn the patient's death is not related to nxstage product or therapy.